Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump battery does not last, rewind was slower than usual, buttons were hard to press, and had a no delivery and failed battery test alarm. No troubleshooting was performed. Insulin pump is not expected to return for analysis.